Event description:
It was reported to boston scientific corporation that the patient was implanted with a lynx suprapubic sling system during a procedure on (B)(6) 2010. According to the complainant, post-procedure, the patient presented with unspecified complications. All other information is unknown and unavailable.